Event description:
Customer reported elevated patient results associated with the leadcare ii system. The reporter was a biomedical staff member and not the end user. The customer reported an elevated blood lead test result at around 40 g/dl, while confirmatory test results came back normal. Customer indicated they observed a total of three (3) elevated blood lead test result with leadcare ii while confirmatory testing came back at normal levels; however, the specific values were not available. Customer indicated quality control testing was performed upon initial opening of the test kit. While initially believed to be acceptable, review indicated that level 2 control was below the established target range. Under the guidance of technical support (ts), controls were retested and found to be within the target ranges. As part of troubleshooting, ts requested a description of the method applied for capillary blood collection. Customer indicated that the patient's finger was cleaned with an alcohol pad and allowed to airdry prior to collection; handwashing with soap and water was not performed. Ts instructed the customer to follow cdc guidelines for capillary blood collection and the instructions outlined in the leadcare ii package insert. Educational materials emailed to the customer, including cdc capillary collection recommendations. Ts also advised the customer to avoid the use of ram scientific safe-t-fill microcapillary tubes in accordance with an FDA safety communication and provided the corresponding reference. Despite multiple follow-ups made via email, copies of blood lead testing results were not made available to ts. On april 13, 2026, the customer reported that no further elevated blood lead test results had been observed after implementing cdc's recommendations for capillary blood lead collection.